Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance in drain 1/5 of the hp's automated peritoneal dialysis (apd) treatment with the hp's homechoice machine. Reportedly, hp went to the emergency room earlier that evening complaining of abdominal pain and was diagnosed with peritonits. Hp was then administered 2 grams of vancomycin intraperitoneal. Later that same evening a culuture was taken which revealed staph acinetobacter calcoaceticus-baumannii complex with a cell count of 1,230. After this discovery, rn changed hp's out patient treatment to 40 milligrams of gentamicin intraperitoneal for 14 days. Per rn, hp has recovered from the infection and denies any break in aseptic technique.